Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent condition. An occlusion test was performed to test the device and the reported problem could not be verified. The root cause of the issue could not be determined as no physical damage or any other damage was found on speaker. Replaced speaker as a preventive measure. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4).

Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.